Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, undersensing was observed on the right ventricular (rv) lead at the beginning of an episode, possibly leading to a delayed determination of the episode. The lead remains in use. No patient complications have been reported as a result of this event.